Event description:
During laparoscopic cholecystectomy, a very small silver colored pin fell out of the blunt trocar. The surgeon visualized the pin fall out and successfully removed it from the sterile field. The procedure was continued without further incident or injury to the patient.